Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection performed on the returned reader and no issue was observed. Customer reported the reader does not power on anymore. Reader did not powered on with button, strip, or usb cable insertion. Reader was to connected pc and approved software was not able to recognize the reader. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and burn marks/components damage and burn damage on and around u13 component was observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If the partial product is returned, the case will be reopened, and a physical investigation will be performed. A visual inspection using digital microscope was performed. Burn marks on u13 were observed on the pcba of the returned reader, confirming phase 2 investigation. A data review could not be extracted due to reader not being able to turn on. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be below specification . The battery was replaced with a known good battery, the reader failed to power on. A known charger was used, and the reader was still not able to power on with a button press or strip test insertion. A reader self-test was unable to be performed due to the inability to power on. Thermal monitoring using thermal cameras (eq5163) showed hot spots on u5, u13 and the cpu. Off current consumption test was performed to check the current draw of the returned reader. Off current was measured and results was not within specification range for freestyle libre readers with an stm processor which indicates the reader was drawing excessive electrical current from the battery. A voltage test was observed on r100 pulldown resistor and voltage/current through the cpu, u13, and u5 ic components could permanently damage the components, and systems such as i2c communication. It was determined that this issue was caused by the customer using a non-abbott provide usb adapter. The reported failed of the reader not turning on was observed. The hardware product quality engineering (hpqe) team determined that this issue was caused by the customer using a non-abbot provided usb adapter. The use of the incorrect usb adapter could result in fault components, which in turn can cause components to overeat. Therefore, this issue is not confirmed to use due to incorrect adapter used. All pertinent information available to abbott diabetes care has been submitted.